Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's clinical diagnosis was an open wound over the extension behind the patient's ear. The extension was visible on the surface of the skin. The etiology was listed as related to the device/therapy and possibly related to the implant procedure. The patient's extension was repositioned on (B)(6) 2018 and the surgery was without complications. The patient was placed on post-operative antibiotics. The issue was resolved without sequela on the (B)(6). The event resulted in in-patient hospitalization. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 37086, serial# (B)(4) or (B)(4) (hcp did not know which one was implanted on the left side) implanted: (B)(6) 2018. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that they didn't know if the wound was there because of friction of dehiscence, but to be sure they relocated the extension more to the right. The event resulted in in-patient hospitalization and surgical intervention.